Event description:
Customer reported a small amount of insulin leaked into the infusion device after the adapter came loose. No adverse event was reported. The adapter and cartridge have been discarded and will not be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.